Event description:
It was reported that the entire system was explanted except for the 3-wing anchor. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778 lot# v176837039 serial# implanted: (B)(6) 2008 explanted:; product typ lead product ID 37752 l ot# serial# (B)(4) implanted: explanted:; product typ recharger product ID 37743 lot# serial# (B)(4) implanted: explanted:; product typ programmer, patient product ID 355024jr lot# serial# implanted: (B)(6) 2008 explanted:; product typ accessory. (B)(4).

Manufacturer narrative:
(B)(4). The initial MDR was filed as MFR report # 3007566237-2012-01620. Additional review indicated the correct manufacturing site was site (B)(4).

Event description:
Additional information received reported that according to the operative note, the patient's causalgia had been resolved and the patient had not utilized her device in over a year. It was unknown why the anchor was left behind.